Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The hospital biomedical engineer contacted philips to request information related to coding on the device event summary. The biomed reported that the defibrillator did not advise a shock for vt, but also reported that the rate of the vt was "low". The outcome of the patient and the mode the device was in at the time of the observation has not yet been reported by the customer.